Event description:
Ligasure impact jaws twisted during surgical intervention and could not be opened. The device was not on tissue, thereby no pt harm was noted. An additional device was then opened and utilized for the completion of the case. Diagnosis or reason for use: laparoscopic assisted vaginal hysterectomy.